Event description:
An rn drew abg from the arterial line and sent it to the lab. The lab called the rn and said they could not run the blood because the end of the syringe had broken off and blood was spilled out. The rn redrew the abg from the arterial line and went to push the cap on. When rn attempted to push the air bubble out into the cap, blood sprayed onto floor and wall through a crack on the side of the syringe. A third abg was drawn and the same incident occurred. Finally, the fourth syringe was tested with water first and found to have the same issue. All defective syringes came from the same lot number. Manufacturer response for tubes, vials, systems, serum separators, blood collection, safepico70 (per site reporter). The manufacturer was notified and the available devices from this lot will be returned for failure analysis. Note that not all 4 syringes were saved from the event as described due to the excess of blood.